Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep repaired the system power cord and replaced the locking screw on the orbital brake handle right side. The system is operating as intended.

Event description:
The customer reported that the system power cord needs to be repaired. The wires are exposed.